Event description:
During the procedure, it was reported that the implant coil prematurely detached inside the microcatheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).